Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was having issue with the sensor versus blood glucose readings. The infusion set had a bent cannula. Customer's blood glucose level was over 471 mg/dl. She treated her blood glucose level with manual injection. The high pressure test passed. The device was not returned.